Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that the patient was discharged in stable condition.

Event description:
It was reported that the implantable cardioverter was explanted due to the battery advisory. The device had not yet reached the elective replacement indicator. Further information was requested but not received.

Manufacturer narrative:
The device was explanted and returned due to battery advisory. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.